Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the alarm history revealed several consecutive ¿call service (cs) 054/cs052/cs012¿ alarms. There was no activity outside of normal use observed in the black box. The battery cap was not returned; a test battery cap and cartridge cap were used to complete testing. There were no ¿cs012¿ or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed, no intermittent conditions were found to the pcb or to the cgm module. The product performed within specification and the reported ¿cs012¿ complaint was unable to be duplicated. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad and the case seal. Also unrelated to the complaint, the text on the display screen was found to be dim and reddish.